Manufacturer narrative:
The orbit galaxy (640cf0615/16029139) could not be detached when the dcs syringe ii (635-002/96331216) was pressurized to the green zone and then the red zone. The hub of the orbit galaxy was reconnected to the syringe connector; however it still did not detach. The syringe was then replaced for a new one (635-002, lot unknown) and the coil still did not detach. The orbit galaxy was then replaced for a new one without any coil stretching or unintended detachment. The new coil (640cf0615, lot unknown) was able to be detached without any difficulty using the replaced syringe. The procedure was successfully completed without any further issues with no report of patient injury/complications. The procedure was coil embolization for left internal thoracic artery which was tumor feeding vessel into the a-v shunt. The vessel was not calcified with mild tortuosity. It is unknown how many coils were successfully placed in the target lesion using the same syringe before the complaint product. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There was no resistance during advancement of the coil through the microcatheter. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter (prowler select lpes, type str). No additional information is available. (B)(4). The returned device was analyzed by atrion medical. The complaint device was visually inspected for anomalies that could affect the ability of the device to function; none were noted. The current manufacturing controls include 100% testing for leakage (positive pressure and vacuum) and gauge accuracy after manufacture using ultra high purity nitrogen gas. Devices that pass this test are marked. The returned device was marked, indicating it manufacturing specifications when it left the manufacturing facility. Functional analysis was performed. The complaint device was tested per atrion procedure. All functional manufacturing specifications were met. A review of the device history record for the complaint lot indicated the device was manufactured under normal operating conditions. The lot was sampled, inspected, and accepted per specification. Based on the analysis it was not confirmed that the syringe contributed to the inability to detach the coil. There is no indication of any abnormalities or manufacturing issues with the retuned syringe; therefore, no corrective actions will be taken. (B)(4). A non-sterile orbit galaxy tight distal loop complex fill coil 6 x 15 system was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received partially zipped and it was found elongated. The support coil, gripper and the embolic coil were found without damage. The gripper (purge hole) and embolic coil (head piece) were inspected under microscope and no damages were noted on them. Additionally the embolic coil was sent to sem analysis. The sem results showed that the head piece surface exhibited no evidence of damaged. Using a lab sample syringe 635-002, the returned orbit galaxy system was purged by pressurizing to the blue zone; after that the embolic coil was detached without difficulty when the needle of the pressure gauge was passed the green zone. A review of the device history records found no issues related to the reported event. The reported inability to detach the coil was not confirmed with functional testing; the coil detached with pressurization to the green zone per specification. There were no discrepancies with the returned syringe with functional testing. Based on the analysis of the returned coil, the returned syringe and the report that the coil could not be detached during the procedure using a syringe that successfully detached subsequent coils, it is possible that procedural factors may have impacted the event; however, no root cause conclusion can be made. Therefore, no corrective actions will be taken at this time.

Event description:
The procedure was coil embolisation for left internal thoracic artery which was tumor feeding vessel into the a-v shunt. Characteristics of the vessel was not calcified and mildly tortuous. During the procedure, an orbit galaxy (640cf0615/16029139) would not be detached at the green zone or at the red alternative detachment zone using a dcs syringe ii (635-002/96331216). The physician reconnected the hub of the orbit galaxy to the connector of the syringe. As the situation was same, the syringe was replaced for a new product (635-002, lot unknown). Although he attempted the detachment of the same coil, the situation did not improve. Then, when the orbit galaxy was replaced for a new one (640cf0615, lot unknown), he was able to detach it using the replaced syringe without any difficulties. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown how many coils were successfully placed in the target lesion using the same syringe before the complaint product. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter (prowler select lpes, type str). The complaint products are going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
The orbit galaxy (640cf0615/16029139) could not be detached when the dcs syringe ii (635-002/96331216) was pressurized to the green zone and then the red zone. The hub of the orbit galaxy was reconnected to the syringe connector; however it still did not detach. The syringe was then replaced for a new one (635-002, lot unknown) and the coil still did not detach. The orbit galaxy was then replaced for a new one without any coil stretching or unintended detachment. The new coil (640cf0615, lot unknown) was able to be detached without any difficulty using the replaced syringe. The procedure was successfully completed without any further issues with no report of patient injury/complications. The procedure was coil embolization for left internal thoracic artery which was tumor feeding vessel into the a-v shunt. The vessel was not calcified with mild tortuosity. It is unknown how many coils were successfully placed in the target lesion using the same syringe before the complaint product. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There was no resistance during advancement of the coil through the microcatheter. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter (prowler select lpes, type str). No additional information is available. A non-sterile orbit galaxy tight distal loop complex fill coil 6 x 15 system was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received partially zipped and it was found elongated. The support coil, gripper and the embolic coil were found without damage. The gripper (purge hole) and embolic coil (head piece) were inspected under microscope and no damages were noted on them. Additionally the embolic coil was sent to sem analysis. The sem results showed that the head piece surface exhibited no evidence of damaged. Using a lab sample syringe 635-002, the returned orbit galaxy system was purged by pressurizing to the blue zone; after that the embolic coil was detached without difficulty when the needle of the pressure gauge was passed the green zone. A review of the device history records found no issues related to the reported event. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical: trufill dcs syringe ii (635002/96331216). New syringe (635-002, lot unknown). New coil (640cf0615, lot unknown). Microcatheter (prowler select lpes, type str).